Event description:
The customer reported an elevated troponin I (accutni) result, for one pt, involved unicel dxc 600i synchron access clinical system. Subsequent testing on an alternate unicel dxc 600i. System produced a lower result within the normal reference interval. The elevated result did not correlate with the pt's clinical condition. The elevated result was released out of the laboratory and questioned by the physician. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The customer performed a troubleshooting on (B)(4) 2007 and system check failed. The field service engineer (fse) serviced the unit on (B)(4) 2007. The fse performed preventive maintenance (pm), replaced the mixer assembly and the incubator belt. The fse replaced all parts in the preventive maintenance (pm) kit and completed system check, lumwash son inc diagnostic test, and precision test successfully. The unit conformed to the MFR's specifications. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for add'l reportable events.